Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since the reported malfunction did not reoccur as product was not returned, a probable root cause could not be identified. The customer contacted olympus technical assistance support via phone. The customer informed olympus urology territory of the event. No troubleshooting was performed. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the "ceramic beak" at distal end of the subject device was broken off during set up / inspection for use. There were no reports of patient harm.